Event description:
Medline industries, cysto pack, cysto drape did not drain fluids into the drainage reservoir. Fluid sat on top of the drainage screen and became an issue when trying to retrieve specimens as they drained from the scopes into the fluid collection pouch. FDA safety report ID# (B)(4).